Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had chest pain, and shortness of breath. It was found that the implantable cardioverter defibrillator (ICD) had detected supra ventricular tachycardia (svt), but it was suspected that the rhythm was truly fast ventricular tachycardia (fvt), meaning that there was inappropriate withholding of therapy. It was also noted that the right atrial (ra) lead had undersensing during atrial tachycardia/atrial fibrillation (at/af) events on current and stored electrograms (egm). The ICD and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had chest pain, and shortness of breath. It was found that the implantable cardioverter defibrillator (ICD) had detected supra ventricular tachycardia (svt), but it was suspected that the rhythm was truly ventricular tachycardia (vt)/ ventricular fibrillation (vf), meaning that there was inappropriate withholding of therapy. It was also noted that the right atrial (ra) lead had undersensing during atrial tachycardia/atrial fibrillation (at/af) events on current and stored electrograms (egm). The ICD and lead remain in use. No further patient complications have been reported as a result of this event.